Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement. Patient has had many revisions for infection. The most recent 3.5 years ago which is being revised for loosening (cement bone interface predominantly) of lps femoral cemented stem. Cemented lps femoral stem loose. Salvage procedure to cement another longer stem insitu. Tibial components remains insitu. Tibial bearing exchanged. Relevant patient pre-existing conditions/ comorbidities; history of infection multiple revision total knees for same. Various prosthesis and treating surgeons. Male patient (B)(6). Note: multiple revisions for infection of right total knee prosthesis. Most recent surgery date unknown however over 3 years ago and this may not be on file as a product complaint as it may not have been a depuy synthes prosthesis that was revised at the time. Supporting data: nothing further available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A worldwide complaint database search found no other complaints from the same lot. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history lot: attached DHR reviewed, no anomalies.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate added: h6 (patient) and d11. Removed: no information available as patient harm.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate added: d4 (lot). Corrected: d1, d4 (procode, UDI).